Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the calcified and completed occluded anatomy resulting in the reported difficult to advance. Interaction with the calcified and completed occluded anatomy and/or manipulation of the device ultimately resulted in the reported tip material separation. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date estimated.

Event description:
It was reported that the procedure was to treat a calcified completed occluded previously implanted stent in the superficial femoral artery (sfa) and popliteal artery. The ht command guide wire was advanced to the target lesion with difficulty due to the anatomy and the tip of the guide wire became embedded in the occluded vessel. No treatment was performed to remove the embedded guide wire tip. The physician decided to bypass the vessels to complete the procedure. No additional information was provided.